Event description:
Relay pro nbs device was deployed into the open chest for a frozen elephant trunk procedure. When getting to step 3 of the procedure, the proximal clasp would not pull down and was stuck. After several attempts and hard force and 3 different people to pull the clasp back it wouldn't come back. Dr tanaka attempted to break the back end of the device to get the green hypo but that still didn't work. He decided to explant the device and place a new one that was in stock which was successfully implanted without issue. The device and device system were saved and will be returned (still connected at the proximal clasp). Patient outcome - "at the time of this report, it is unknown the effect on the patient."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Relay pro nbs device was deployed into the open chest for a frozen elephant trunk procedure. When getting to step 3 of the procedure, the proximal clasp would not pull down and was stuck. After several attempts and hard force and 3 different people to pull the clasp back it wouldn't come back. Dr (B)(6) attempted to break the back end of the device to get the green hypo but that still didn't work. He decided to explant the device and place a new one that was in stock which was successfully implanted without issue. The device and device system were saved and will be returned (still connected at the proximal clasp). Patient outcome - "at the time of this report, it is unknown the effect on the patient."